Event description:
A man with abdominal pain and change in bowel habits was undergoing surveillance colonoscopy with biopsy. While inserting the biopsy forceps into the colonoscope, biopsy forceps broke off and lodged into scope. Broken piece was recovered. Procedure was completed with another colonoscope, with no adverse effects to the pt. Manufacturer was notified and broken device returned. The olympus colonoscope used in the procedure was rendered inoperable. Diagnosis or reason for use: #1, abdominal pain; #2, change in bowel habits.